Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure that this left ventricular (lv) lead was surgically capped/abandoned in january 2015, due to high, out of range pacing impedance, (greater than 2,000 ohms) and high capture thresholds. There was also a non-boston scientific right atrial lead that was capped/abandoned due to patient in chronic atrial fibrillation. The lv lead is not expected to be returned for analysis. No report of any new leads implanted. Besides surgical intervention, no additional adverse patient effects were reported.